Event description:
It was reported that the "moxy fiber tip came off." No further information was reported. No injury was reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap exhibits a circumferential fracture at distal side of fiber/glass cap fusion zone at the bevel edge; the metal cap is detached and returned; the distal end of the glass cap is detached and returned within the metal cap; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits mild devitrification at output window; the metal cap exhibits moderate detritus adhesion on metal surface. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
Time expended: 16:45 minutes. It was also reported that the "fiber tip dislodged while lasing. Md ask to retrieve and remove fiber tip. From start of procedure noticed that machine went on standby 3-4 times and tip dislodged. Per md prostate very fibrous." Fiber tip was cleaned during the procedure the fiber was exchanged and the second fiber was utilized to complete the procedure.